Manufacturer narrative:
Pump unable to prime during prime/delivery test due to faulty force sensor resistor. Insulin pump unable to perform the occlusion test due to prime anomaly. Pump programmed with multiple boluses and all registered properly in the daily total history and also matched properly with the units left on the status screen noted. No bolus anomaly noted. Pump received with cracked case at display window corner, battery tube threads, and minor scratched display window.

Event description:
Customer reported via phone call of having high blood glucose and believed it was due to insulin pump not delivering sufficient insulin. Customer's blood glucose was 320 mg/dl. Customer declined troubleshooting.